Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed the ready for use check and successfully powered up with battery power, displaying a visible and functional screen. An internal inspection found no discrepancies. The aux connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.